Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported the atrial lead exhibited noise. No changes or interventions were performed. There were no patient consequences.